Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Customer stated they have apa syndrome (lupus antibodies). Per product labeling this may cause false-high inr values and false-low quick values. Where apas are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Relevant retention test strips (lot 424009) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown method. The meter result was 3.8 inr and the laboratory result within one hour was 2.9 inr. The laboratory result was believed to be correct. The customer was known to have lupus antibodies. The therapeutic range was 2.5-3.5 inr.